Event description:
Protime microcoagulation system inr 2.4 vs unspecified lab system inr 3.0. Two weeks later, protime microcoagulation system inr 2.7 vs unspecified lab system inr 3.4. Patient therapeutic range 3.0 - 4.0 inr. No report of any adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions - manufacturer evaluation / investigation pending product return.